Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was corrosion found on the distribution node (dn) u202, j502, and j500. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing arrhythmia alarms.